Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the visual inspection, no abnormalities were found within the range that can be visually confirmed. Upon evaluation of the actual device, it was confirmed that the upper left part of the image is not rendered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the ultrasonic probe upper left part of the image was not visualized while using for the first time. The reported issue was discovered during an unknown procedure. The procedure was completed with the same device. There was no patient/user harm or injury reported due to the event. During the evaluation of the device, it was determined that this event met the reportability criteria per the risk summary application (rsa). The new aware date for this reportable malfunction is 29aug2023. This medical device report (MDR) is being submitted to capture the reportable malfunction determined during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ultrasonic image could not be rendered normally because the ultrasonic medium inside the sheath leaked out due to the occurrence of a hole in the sheath at the tip, and thus the ultrasonic wave could not be transmitted normally. The ultrasonic medium inside the sheath leaked out because the sheath at the tip was damaged from excessive force, leading to a hole. Olympus will continue to monitor field performance for this device.